Manufacturer narrative:
This report is being filed to correct the explant date (d6b) information on the d. Suspect medical device tab: the explant date is (B)(6) 2024.

Event description:
It was reported that the patient had a pocket evacuation procedure due to a hematoma. This occurred approximately one week post implant. The hematoma has returned, and the patient is complaining of extreme discomfort. The entire system has now been explanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a pocket evacuation procedure due to a hematoma. This occurred approximately one week post implant. The hematoma has returned, and the patient is complaining of extreme discomfort. The entire system has now been explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had a pocket evacuation procedure due to a hematoma. This occurred approximately one week post implant. The hematoma has returned, and the patient is complaining of extreme discomfort. The entire system has now been explanted.